Event description:
Pt called lfs alleging that their meter was reading inaccurately erratic. Pt reported feeling nauseous at the time of concern. She reported obtaining a "527 mg/dl, 199 mg/dl, 170 mg/dl, and 130 mg/dl" within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt reported that due to the erratic readings pt was led to be unsure of their blood glucose level. Pt did not take any actions following the attempted use of the meter. At one point in time, the pt became incoherent and emergency medical system had to be called. When the paramedics arrived, pt had a blood glucose level below "30 mg/dl". Pt was treated with an "IV". It is unknown if the pt was transferred to a hospital. Medical affairs specialist left a message to be able to obtain additional clinical info, however, the pt never replied. It would have been helpful to know if pt did obtain the erratic readings the same day pt was treated by the emergency medical system, what meter was used to obtain the "30 mg/dl", when pt developed the symptoms of nausea their insulin or oral medication regimen, and treatment provided by the emergency medical system and/or hospital. Pt reported feeling nauseous at the time of concern, which is characteristic of hyperglycemia. The meter is being reported due to the precision claim. There is no evidence to suggest that the meter contributed to the serious injury. Pt did not have control solution to perform a quality control test. The customer service rep replaced pt's meter and control solution. Medical affairs specialist mailed a letter to obtain the additional info.